Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced residual refractive error. Reportedly, "I exchanged these lenses in (B)(6) (dr (B)(6) clinic)". Lens was explanted and replaced. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced residual refractive error. Reportedly, "I exchanged these lenses in nyc (dr. (B)(6)". In a separate surgery the lens was exchanged and replaced. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H6: health effect- impact code (f): "4627" should be removed and "4629" should be added. Claim#: (B)(4).